Event description:
The distal zone of the penumbra neuron delivery catheter 070 was found to be kinked right after pulling out from the pouch.

Manufacturer narrative:
Result: the distal 3 cm of the catheter shows multiple flat spots and ovalizations. A 0.070" mandrel was introduced into the hub and advanced distally. No difficulties were encountered until approx 3 cm from the tip where the forward motion was stopped by the flat spots. The catheter is non-functional. Conclusion: the damage noted in the complaint is confirmed. This catheter lot was equipped with both a carrier tube and a shipping mandrel to protect the catheter during handling and shipping. With the shipping mandrel supporting the distal tip of the catheter this damage must have occurred either during or after its removal from its sterile packaging. The mfg records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.